Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump would not rewind. The caller stated that the rewind message occurred after a battery out limit alarm. The caller stated that the insulin pump would now allow the user to get past the reservoir setup screen. The user was advised to remove the battery for 11 minutes and advised to monitor the insulin pump. The caller did not know the blood glucose reading. The caller noted that the insulin pump had alarmed no delivery the day prior, as well as failed battery test. The user was unable to troubleshoot due to the set change and battery change. The user was advised to always clear the failed battery test alarm before replacing the battery. The caller was advised to call for troubleshoot assistance if any issues recurred.